Manufacturer narrative:
The foreign distributor did not submit a user facility improper report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty as delivery engine (gde) for evaluation. As of 02/05/2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from an email from the distributor in the (B)(6). "Ventilator s/n - (B)(4). Reason for replacing the gde - problem on fio2 reading. When the machine is supplied with oxygen, the fio2 reading in 21% is good but in the higher rating is inaccurate. If there is no supplied oxygen on the machine, the fio2 reading in 21% is low and the other ratings are inaccurate. Did the ventilator alarm visually and audibly? - yes, there is an alarm, low fio2 and high fio2. Did the discovery of this issue happen while ventilating a patient.